Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the programmer was returned, analyzed and analysis confirmed the customer comment regarding the intermittent printer function. Analysis also found a broken printer drawer, errors logged on the hard drive and a missing stylus.

Event description:
It was reported that the printer malfunctions at times. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.